Event description:
Cannot walk [abasia], cannot stand [dysstasia], loss use of legs, legs collapse [loss of control of legs], no balance [balance disorder]. Case description: a consumer reported that her husband, age unspecified, used fixodent denture adhesive, original cream 1 applic, 8-9 times a day for 10 years and reported the following: cannot stand, cannot walk, loss use of legs, legs collapse, no balance. The consumer's husband uses a wheelchair. The case outcome was not recovered/not resolved. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided, therefore, unable to proceed with batch retain testing or product investigation.